Event description:
It was reported that during a surgical procedure on teeth, three burs broke. It was also reported that the second bur break resulted in redness to skin on the pt's bottom lip. It was further reported that cream was administered to the pt.

Manufacturer narrative:
One bur subject to this investigation was returned for investigation. It was visually confirmed that the bur was bent at a 45 degree angle. The other two reported broken burs were not returned for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.